Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the device was reviewed by daybreak and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture occurring through wear and tear and this could have made the fracture more apparent as the device continues to be in use. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 3/20/26.it was reported that the event involved a daybreak sleep appliance device used by a 30-year-old male patient. During normal use, the device cracked near the back molars, and a piece of the tray broke off and fell out while being worn. Per the report no patient symptoms or injury was associated with the event. The appliance was delivered on (B)(6) 2025. The patient first noted the issue on (B)(6) 2026 and presented the device to the reporter on (B)(6) 2026. The patient discontinued use on (B)(6) 2026. No additional medical or surgical procedures were reported. The reporter's office location is in los angeles, california. Per the report, the patient followed the recommended cleaning and storage directions.

Manufacturer narrative:
Company representative has reported that ethnicity/race is not documented by them. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).